Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a procedure on (B)(6), 2011. The patient was previously treated with a novasure device. (Patient identifier and weight are unavailable). According to the complainant, three minutes into the ablation a fluid loss alarm occurred. The seal was confirmed and no fluid leakage was noted. However, the registrar who was performing the procedure indicated that she had moved slightly whilst the procerva sheath was in the uterus. A second fluid loss alarm occurred and at this time fluid was noted to be leaking from the cervix. Hot water leaked into the vagina. A vaginal burn was noted on the right hand side. The doctor removed the procerva sheath from patient and the procedure was stopped. The burn was reported as "minor". It is unknown what was used to treat the burn. The patient was reported to be stable. An additional attempt has been made to obtain follow up event details with no response from the clinician.